Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s))"), uterine perforation ("migration of essure device - location of device: left essure device embedded and perforated through the uterus/ migration of essure device (between bladder and bowels)") and angina pectoris ("blood or heart disorder/condition (heart pain)") in a 27-year-old female patient who had essure (batch no. 788908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian rupture. Previously administered products included for birth control: mirena from 2010 to 2011. Concurrent conditions included adnexal mass, amenorrhea, painful periods, menses lack of, left lower quadrant pain, cough, upper respiratory tract infection, wheezing, dysuria and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) since 2011 and multivitamin since 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), loss of libido ("hormonal changes (lacked intimacy or desire to be intimate)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (urinary tract infections)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash erythematous ("rashes or skin conditions (irritable/red rash on torso and back)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), tooth loss ("dental problems tooth fell out"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight decreased ("weight gain / loss (specify which one) loss"), weight increased ("weight gain / loss (specify which one) gain"), uterine pain ("uterus pain"), abdominal pain upper ("stomach pain") and genital pain ("private parts pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (B)(6) 2016, she underwent a pelvic surgery to try and alleviate symptoms, bilateral salpingectomy) and surgery (B)(6) 2016, she underwent a pelvic surgery to try and alleviate symptoms, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain lower, abdominal pain, migraine, dyspareunia and vaginal discharge outcome was unknown, the angina pectoris, loss of libido, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, rash erythematous, bladder disorder, urinary tract disorder, headache, tooth loss, allergy to metals, dysmenorrhoea, fatigue, weight decreased, alopecia, weight increased, uterine pain, abdominal pain upper and genital pain had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, angina pectoris, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital pain, headache, loss of libido, menorrhagia, migraine, pelvic pain, rash erythematous, tooth loss, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2016: left essure device has migrated laterally; on (B)(6) 2016: bilateral essure devices ultrasound pelvis - on (B)(6) 2016: uterine mass consistent with a small fibroid pelvic ultrasound: ovaries are normal. Pap smear with hpv testing was performed. Hysterosalpingogram: the left essure device appears to have migrated. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dyspareunia." Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs and mr received, lot number and reporters, demographic conditions added, device insertion and removal date updated. Events: abnormal bleeding (vaginal, menorrhagia), urinary tract infections, apareunia, rashes, bladder or urinary problems, headaches, heart pain, tooth fell out, nickel allergy, dysmenorrhea, dyspareunia, perforation (fallopian tube), fatigue, weight loss, hair loss, weight gain, perforation uterus, stomach pain, uterus pain, private part pain. Event onset dates, severity and outcome updated. Concomitant and historical conditions added. Concomitant and historical drugs added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s))"), uterine perforation ("migration of essure device - location of device: left essure device embedded and perforated through the uterus/ migration of essure device (between bladder and bowels)") and angina pectoris ("blood or heart disorder/condition (heart pain)") in a 27-year-old female patient who had essure (batch no. 788908-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian rupture. Previously administered products included for birth control: mirena from 2010 to 2011. Concurrent conditions included adnexal mass, amenorrhea, painful periods, menses lack of, left lower quadrant pain, cough, upper respiratory tract infection, wheezing, dysuria and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) since 2011 and vitamins, other combinations since 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), loss of libido ("hormonal changes (lacked intimacy or desire to be intimate)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (urinary tract infections)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash erythematous ("rashes or skin conditions (irritable/red rash on torso and back)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), tooth loss ("dental problems tooth fell out"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight decreased ("weight gain / loss (specify which one) loss"), weight increased ("weight gain / loss (specify which one) gain"), uterine pain ("uterus pain"), abdominal pain upper ("stomach pain") and genital pain ("private parts pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2016, she underwent a pelvic surgery to try and alleviate symptoms, bilateral salpingectomy) and surgery ((B)(6) 2016, she underwent a pelvic surgery to try and alleviate symptoms, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain lower, abdominal pain, migraine, dyspareunia and vaginal discharge outcome was unknown, the angina pectoris, loss of libido, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, rash erythematous, bladder disorder, urinary tract disorder, headache, tooth loss, allergy to metals, dysmenorrhoea, fatigue, weight decreased, alopecia, weight increased, uterine pain, abdominal pain upper and genital pain had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, angina pectoris, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital pain, headache, loss of libido, menorrhagia, migraine, pelvic pain, rash erythematous, tooth loss, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2016: left essure device has migrated laterally; on (B)(6) 2016: bilateral essure devices. Ultrasound pelvis - on (B)(6) 2016: uterine mass consistent with a small fibroid. Pelvic ultrasound: ovaries are normal. Pap smear with hpv testing was performed. Hysterosalpingogram: the left essure device appears to have migrated. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dyspareunia." Most recent follow-up information incorporated above includes: on 1-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, device dislocation, pelvic pain, abdominal pain lower, abdominal pain, migraine, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, migraine, pelvic pain, perforation and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.